Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a neutral lad experienced a leak, which resulted in blood exposure to a nurse. The cause of the leak was not reported. The leak was further described as after a blood draw, the nurse flushed the intravenous midline catheter with a 10 ml normal saline flush and upon disconnecting the saline flush, the blood back flowed into the intravenous extension set and sprayed onto the nurse's face, clothing, bed, and floor up to a distance of no less than four feet. The nurse was not hospitalized for the event. The nurse was offered prophylactic anti-virals as a precaution to prevent any injury due to her exposure to the patient's blood; however, the nurse refused the treatment prescribed. The nurse did experience cross patient exposure to blood; however, no adverse events were reported nor did the nurse require medical intervention. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device passed the functional test, the clear passage test and the pressure test. The device met product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.